Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08700 inches. The insulin pump was received with the case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 22 mg/dl. Customer was treated with food. Customer was using auto mode feature at the time of event. Customer stated that the area of clip goes around battery case and goes to the front was cracked. The insulin pump will not be returned for analysis. Frn-mmt-332a, unomed mmt-399, mmt-7020-ozp.